Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device and cutter driver during procedure to treat severely calcified lesion in the proximal popliteal artery. The vessel had little tortuosity and exhibited 70% stenosis. The artery diameter was 5-6mm and lesion length was 40-60mm. A 6fr sheath and 0.014'' guidewire were used. A 6.0mm embolic protection device was used. The vessel was pre and post dilated. The device was inspected and prepped per the IFU with no issues noted. It was reported that the blade came out of the debris storage compartment and ran free inside the vessel. The physician was using according to IFU and after the first passage felt a little resistance. But only when the device was taken to wash the debris compartment it was noticed that the blade was out of the compartment. No medical or surgical intervention was needed to prevent permanent impairment of a function. The procedure wascompleted by taking out the hawkone system and using a pta balloon for dilation and after that using an in.pact admiral for the treatment of the stenosis. No patient injury.

Manufacturer narrative:
Additional information: it was possible to turn off the thumbswitch. The cutter was outside housing and could not be returned to housing. Attempt was made to return cutter to housing. The cutter did not detach. The device was safely removed from patient. There was no vessel damage. There was no deformation noted to cutter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review the image shows a hawkone device in the patient¿s vasculature. The cutter can be seen outside of the tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.